Event description:
It was reported that pump display had pixel issue that affected customer ability to read screen and interact with pump. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details, instructed customer to let pump battery fully deplete, and advised customer to return problematic pump within 10 days, reprogram pump settings, and reconnect continuous glucose monitor on replacement pump.